Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient reported the implant is not relieving the pain since almost a year ago on and off after implant. Patient stated if they turn a certain way the implant completely shuts down and they lose stability when they are in the middle of walking and they rely on the implant to help her. Patient stated since 6 months ago when the therapy is off their legs get super weak. Patient stated she was told on labor day weekend (B)(6) 2024 the ins moved to the right, ins feels moved down to rib cage right.  Agent asked patient to connect with the controller and controller show implanted neurostimulator 40%, controller 100% charged. Agent confirmed external devices are functioning as intended. Patient service reviewed reps role and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.